Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturator was received inserted in to the cannula, prolonged insertion can cause the duckbill seal to become stretched. The trocar and cannula appeared intact. The circular seal and duckbill seal were visibly stretched out. The threaded anchor was received attached to the cannula and appeared intact. A small sample bag was received with a piece of blue string inside. Functional testing found the device failed an air leak test. A microscope evaluation shoed no signs of cuts or tears to the circular or duckbill seal. It was reported that the seal disengaged from the port and a component disengaged from the device into the surgical cavity. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, when the port was inserted and the camera was used to look into the cavity, a blue valve seal fragment broke off and fell into the abdominal cavity which was taken out with forceps. A new product was used to resolve the issue. There was no patient injury.